Manufacturer narrative:
Insulin pump received with blank display due to cracked battery tube threads and a cracked case behind the pump at the battery compartment causing the battery tube to become loose and the test battery cap not making contact with the battery tube. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. (B)(4).

Event description:
Information received by medtronic indicated that the battery side compartment had crack. Customer stated the reservoir lip ring did not show signs of damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.